Event description:
It was reported that during a da vinci si thymectomy procedure, the insulation on the permanent cautery spatula instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation). On (B)(4) 2013 intuitive surgical contacted the initial reporter regarding the reported event. The initial reporter indicated the she was not present during the surgical procedure when the issue occurred; however, it was reported to her by the surgical staff that the permanent cautery spatula (pcs) instrument made contact with another instrument that was also being used during the surgical procedure, causing the pcs instrument to break. The broken instrument piece was removed from the patient laparoscopically using the da vinci surgical system and there was no harm to the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was returned with a piece of the ceramic sleeve broken off. The broken piece was returned. It was concluded that the broken instrument piece was likely due to overloading at the tip. No other damage was found.